Manufacturer narrative:
The t:slim pump user guide cautions against overfilling a cartridge past 300 units as this can lead to cartridge error. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the cartridge was filled with 300 units of insulin and insulin gauge decreased to 15 units in one day. Additionally, the customer reported filling the cartridge with a little more than 300 units. On (B)(6) 2016, the customer called back regarding another inaccurate fill estimate after filling the cartridge with 200 units of insulin. The customer's blood glucose level ranged from 250-420 (mg/dl), which was addressed with manual injections. It was confirmed that the customer has manual injections available as alternate insulin therapy.